Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/65 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: shigeta t, yamauchi y, oda a, et al. Prevalence of gastric hypomotility after additional cryoballoon ablation of the left atrial roof. Pacing clin electrophysiol. 2022;45:5¿13. Https://doi.org/10.1111/pace.14387 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the prevalence of gastric hypomotility after additional cryo balloon ablation for atrial fibrillation (af). The article reported that transient phrenic nerve palsy (pnp) was observed in two patients. It was also reported in the article that esophageal lesions, including erythema and erosion, were detected in seven patients, no ulcerations were observed. The article also reported that 10 patients experienced gastric hypomobility (gh). All symptoms resolved within 3 months after ablation in all patients. One patient transiently received medication for improvement of gh, and no medications other than proton pump inhibitors were prescribed for other patients. The status of the catheters is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.